Event description:
Customer reported that the insulin pump was returning a no delivery alarm. Blood glucose level was 150 mg/dl at the time of the call. During troubleshooting customer stated that insulin did exit and the pump continued to alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).